Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. Insulin continues to drip after letting go of the act button during the prime process. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed but the insulin still continued to drip after letting go of the act button. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose protruded drive support disk. The insulin pump rewinds properly. The insulin pump was received with currents within specification. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clips lot, cracked reservoir tube lip and cracked lcd window.